Manufacturer narrative:
Based on the clinical details the root cause of the delivery issue was most likely patient condition related, left ventricle (lv) was not reached by impella, aorta elongated and twisted d6a and d6b were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26488. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26488 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact last name was erroneously entered on the initial manufacturer device report number 1220648-2025-26488.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the insertion of impella cp device to an unknown age patient undergoing a high-risk percutaneous coronary intervention was unsuccessful due to the anatomy. Impella cp device was could not reach the patient's left ventricle due to an elongated / twisted aorta. The implant was subsequently aborted. There was no patient harm as a result of this event.